Manufacturer narrative:
Unexpected shutdown- no failure identified

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer had elevated blood glucose levels (381 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Customer was able to successfully resume insulin delivery.